Event description:
It was reported that the touchscreen of the customer's pump was unresponsive, preventing interaction with the screen. There was no adverse impact to the customer's blood glucose level. The customer was advised to reset the pump to resolve the issue, which restored screen functionality.